Event description:
According to the reporter, during gastric bypass, while closing the mesenterium, the device was unable to fire. It partially fired but the staples did not deploy. A new device was used to complete the case. There was no patient injury.

Manufacturer narrative:
Section evaluation summary: post market vigilance (pmv) led an evaluation of one device. There were no visual or functional abnormalities observed during the product analysis. The instrument fired and the tacks seated properly in the test media. A review of the device history record indicates the product was released meeting all quality release specifications at the time of manufacture. Our investigation was unable to determine a root cause or establish a relationship between the device and the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.